Event description:
It was reported the patient's blood glucose (bg) levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod on the abdomen for between 37 and 48 hours. Patient delivered multiple boluses with no effect. Symptoms reported include nausea, abdominal pain, apathetic, headache and weakness. Patient removed and applied a new pod. Upon pod removal, patient noticed the pod had been leaking. Patient visited the doctor's office located at mvz erfurt, melchendorfer strasse 1, 99096 erfurt, germany the following morning. The doctor and diabetes nurse thomas felbel measured ketones and bg levels. A bg meter and ketone test strips were prescribed. Patient was diagnosed with diabetic ketoacidosis. No insulin injection or treatment was required at the doctor's office. Patient was released home after 30 minutes. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.